Manufacturer narrative:
Product development investigation has been completed for part# 359.219, lot# 3069566. A visual inspection, functional test, and device history records review were performed as part of this investigation. The returned inserter for titanium elastic nails shows multiple large markings and signs of wear although nothing that impairs its function. The device functions as designed. No product design issues or discrepancies were observed. The cause of this complaint condition cannot be determined. The device was reported to not release properly. This complaint is unconfirmed. The complaint condition cannot be replicated. The device locks and releases correctly without difficulty. No design issue was found during the investigation of the inserter and therefore review to the drawing is not required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture date: jan 15, 2009. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the inserter would not release. During an in-service demonstration on (B)(6) 2017, the inserter was placed on an elastic nail. The inserter did not release from the nail. After manipulating it for approximately five (5) minutes, the reporter was able to release the inserter from the nail. There was no patient involvement. Concomitant device reported: unknown elastic nail (part# unknown, lot # unknown, quantity: 1). This report is 1 of 1 for (B)(4).